Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. During long-term testing, the device powered down and would not power up. The cause was the main pcb (printed circuit board). The lead flex cover was also found to be corroded, the ring cover contaminated, battery contacts compressed, and the side bail covers and lower case were broken.

Event description:
It was reported the device was connected to a patient in a wheelchair. The nurse noticed the display had "weird" characters, but could not tell if the device pacing lights were on. It was further reported that the device shut off. The device was replaced, with no patient incident or impact. The biomedical engineer subsequently tested the device and could not duplicate the screen display reported by the nurse.